Manufacturer narrative:
The reported events were cardiac perforation, a helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. A tip stiffness test was performed and the results within specification. The reported event of a helix mechanism issue was confirmed while failure to capture was not confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented to the emergency room after having a chest x-ray that showed his rv lead had perforated. The lead had been shown to not capture during a routine device check, so the clinic sent him to get a chest x-ray. The lead was removed without complication. There was no effusion seen on transesophageal echo during or after the lead removal. The physician attempted to reposition the lead, but the helix would not extend back out. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.